Event description:
It was initially reported that the device was explanted after an implant duration of zero days. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessful ring repair. Per the operative report of the month prior, after successfully implanting the ring, "we tested the valve and found it to be incompetent. We decided to replace the mitral valve. We removed the old ring, including suture."

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. Through follow up with the health care provider (via fax), the operative report was received. A device history record review is in process. Device not returned.